Manufacturer narrative:
Summary to clarify that the auto mode feature was not active at the time of high blood glucose event.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 445 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer experienced symptoms such as nausea, vomiting, abdominal pain and difficulty breathing as result of high blood glucose. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Auto mode feature was not active at the time of high blood glucose event. Customer was not alleging that the insulin pump was under delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 445 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer experienced symptoms such as nausea, vomiting, abdominal pain and difficulty breathing as result of high blood glucose. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer was using auto mode feature active at time of high blood glucose event and not alleging that the insulin pump was under delivering. The insulin pump will not be returned for analysis.